Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from january 2007 to june 2020. The report indicates, ¿one patient suffered from a distal femur fracture and developed a nonunion 163 days after index surgery. The decision to perform the distal femoral replacement was made at that time due to the significant post-traumatic arthritis the patient had developed along with the non-union. While the patient failed to demonstrate radiographic consolidation, they were weight-bearing and ambulatory 4-months postop¿.

Manufacturer narrative:
The reported event that patient experienced nonunion could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.if any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.